Event description:
Device returned to manufacturer with report of "pump placed in september, quit working - rotor stall per x-ray". Follow up with hcp revealed patient had experienced complete withdrawal with admit to the hospital in december. Patient had persistent nausea, vomiting, diarrhea and sweats. A gi consult was called to evaluate the patient. An ER physician had requested the patient's pump to be stopped because he felt pt was receiving too much mso4. In december pump was refilled - a 50% volume discrepancy was noted at that time but nausea and vomiting had improved some. Patient instructed to return with unimproved pain problems. Patient returned requesting increase of dose. Pump accessed and found to contain full amount - 18cc. Patient's pump replaced, and patient is doing well with the new pump.